Event description:
This unit was being re-serviced at co's location because its clock was incorrectly set during a preventative maintenance check in the field, and because this unit had not been returned for a hazard complaint reported earlier. The complaint was that the operator believed the unit shocked an asystole rhythm while being tested with a sim/tester. This complaint was not verified. The unit would not treat an asystole rhythm. The unit was found to treat a no-treat rhythm, however, and it did not treat several must treat rhythms.